Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent foreshortening occurred. In (B)(6) 2016, a 24mm wallstent was deployed in the target lesion located in the inferior vena cava (ivc). In (B)(6) 2017 the patient was being rechecked and it was observed that over time the wallstent that was placed in the lower ivc has expanded and foreshortened allowing it to be crushed by the liver. No patient complications were reported.